Manufacturer narrative:
Article citation: bhupinder, s, furgensen-rauch, a, pace, e et al. Breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms. Radiographics 2020 vol. 40, no. 3. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mass-forming... Left upper inner breast lump" additional information: dr. (B)(6) - surgeon responsible for bia-alcl cases at (B)(6) hospital. [(B)(4)].

Event description:
Through journal article "breast implant¿associated anaplastic large cell lymphoma: review and multiparametric imaging paradigms," healthcare professional reported a patient with "mass-forming... Left upper inner breast lump. Us showed a mass at the edge of the external capsule of the left implant at the 9-o¿clock position. Fdg pet/CT image shows that the mass is mildly fdg avid." A total capsulectomy was performed. The device has been explanted.